Event description:
It was reported that this implantable cardioverter defibrillator (ICD) has not recorded successful right ventricular automatic threshold (rvat) tests. Boston scientific technical services (ts) was consulted and discussed the test is consistently failing due to this right ventricular (rv) lead picking up left bundle branch pacing from the right atrial (ra) lead as noise. Reprogramming options were discussed. No adverse patient effects were reported. At this time, this device system remains in service.